Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient went to charge their ins over the weekend and the recharger wouldn't charge up. The patient stated when the recharger was on the dock it had scrolling lights that were flashing rapidly and when they took it off the dock to power it on, it wouldn't power on. The patient was advised to connect the dock to the power supply and upon plugging the dock in, the patient confirmed the green light was flickering on the dock if they picked the dock up and moved the dock around. The patient placed the dock down and noted the light stayed solid if they kept it in one place but if they moved the cord a little bit, the light would flicker off and on. The patient confirmed they did not see any damage to the charging cable but stated the port where the cord went into the dock looked a little loose. The patient confirmed they saw the dock green light was solid green before troubleshooting and the patient was instructed to place the recharger on the dock and hold the power button down for 10 seconds. The patient then removed the recharger from the dock and attempted to power the recharger on but it did not power on. The patient then performed a recharger reset, however, the troubleshooting steps that were taken on the call did not resolve the issue. Best practices for dock and recharger maintenance were reviewed with the patient and the patient was advised to keep the dock plugged in and charging when not in use. The patient stated they'd never been told that but noted from now on they would keep the recharger on the dock and charging when not in use when they got their replacement devices. It was unknown when the dock issues first began. The following replacements were sent out: wireless recharger, charging dock, wireless recharger cord, and wireless recharger cord adaptor.